Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 72 mm diameter saccular abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 23 mm in diameter and 10 mm in length with an angulation of 10 degrees. It was reported that a proximal type I endoleak was observed on the final angiogram and the decision was made to implant an endurant aortic cuff 282849. The proximal type I endoleak diminished it did not completely resolve. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Short aortic neck. Conclusion: short aortic neck.